Manufacturer narrative:
Upon further investigation, it was determined that this report is a duplicate of report of 1416980-2020-08584. All investigation activities will be captured under report 1416980-2020-08584. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Uf / importer report number - mw5098588. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the central port. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.